Event description:
It was reported that after unpacking, black matters were found adhered to two portions of the catheter. No other information was provided.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of redx0973 showed no other similar product complaint(s) from this lot number.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), applicable manufacturing records, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of foreign materials in the kit was inconclusive due to the sample condition. Two photographs were returned for evaluation. One of the photographs was of the threaded end cap. A small black fleck of foreign material was seen in the threaded section of the end cap. It could not be determined from the photograph if the foreign material was on the outside of the end cap or if it was located within the inner threads of the device. The second photograph was of the proximal piece of the two-piece connector of a 4fr s/l groshong nxt catheter. The device appeared to be within the plastic packaging tray. However, the connector had been removed from within its packaging pouch. A reddish foreign material was seen on the packaging tray. The composition and characteristics of the foreign material could not be determined from the returned photograph. It could not be determined if the foreign materials had been packaged in the kit or if they were introduced into the tray and onto the component after opening the tray. A review of the manufacture quality and inspection records for the specific lot involved found no potentially related issues encountered during the manufacture and assembly of that product lot. Manufacturing controls are in place to mitigate the occurrence of this type of failure. The complaint of a foreign material within the kit could not be independently confirmed without evaluation of a sealed kit; however, the report of foreign material has been documented and included in complaint trending. This type of complaint will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. H3 other text : evaluation findings are in section h.11

Event description:
It was reported that after unpacking, black matters were found adhered to two portions of the catheter. No other information was provided.